Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant high inr results with coaguchek xs meter with serial number (B)(4) compared to an unspecified laboratory method. The customer tested on their meter at 10:06 a.m. With a result of 6.4 inr. The customer tested on a demo coaguchek xs meter at the pharmacy using different strips for troubleshooting purposes at 10:35 a.m. With a result of 6.3 inr. The customer "immediately" went to two different hospitals where the result from 1 laboratory was 3.2 inr and the result from the other laboratory was 3.4 inr. The customer's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.